Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please confirm when you say the tape broke are you referring to the mesh or the clear plastic sheath that cover the mesh. Please clarify. Additional information was requested and the following was obtained: what is meant by the product was "defective"? Please be specific to how the product was defective. Affiliate reported during use, the tape broke without reason or difficulty during placement. Difficulties for replacement of the tape. No patient consequence was reported.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and the mesh was implanted. As reported, during the procedure, the tape broke without reason or difficulty during placement. There were no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
The device received was manipulated and used. The mesh was cut, a plastic needle was stretched and torn and the plastic sheath is cracked. Based on the evaluation this complaint is not linked to a manufacturing issue.

Manufacturer narrative:
Additional information was requested and the following was received: please confirm when you say the tape broke are you referring to the mesh or the clear plastic sheath that cover the mesh. Please clarify. - the tape detached from the needle.